Event description:
It was reported that loss of sensing and loss of capture were observed due to lead dislodgement. The lead was explanted and replaced. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.